Manufacturer narrative:
E1 - initial reporter city: (B)(6)

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel of below the knee. A 4mm x 40mm x 146cm coyote ballon catheter was advanced for dilatation. During the procedure, the balloon ruptured vertically upon second inflation at 12 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.